Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to establish root cause from carelink analysis; description: unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event received 1 opened/used simplera sensor, one simplera serter retuned and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), none were found. The unit was not able to only advertise through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). Then, proceeded to disassemble the simplera sensor using the roland cnc-machine (mdx-50). Performed a visual inspection and checked the board connectors for any cracks, moistures or debris on the trace path and none was found using the science scope macroscope (cc-sjant-4k-af), inspected the simplera pcba board for any physical or moisture anomalies on the components, and antenna section and none was found, the unit was able to download a trace file using the dut at the synergy fa downloader, and was able to obtain a termination result. First term reason: high impedance. First term reason descriptor: the sensor was terminated due to detected high impedance from which it cannot recover. This is a safeguard designed within algorithm for patient safety. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received change sensor alert, sensor updating alert and also received a lost sensor signal alarm. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-5120c1 was requested and the customer response was the device was returned for analysis.